Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The yaw pulley has scratches. The instrument was found to have several scratches on one side of the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the customer noticed that the conductor wire of the fenestrated bipolar forceps instrument was damaged. There were no reports of patient involvement or injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified after reprocessing. The instrument was dirty, so the customer did not inspect it prior to reprocessing. It was unknown if the instrument was inspected before use during the last procedure. The reporter did not know the type of damage observed. No fragment fell into the patient. It was unknown if the instrument collided with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.